Manufacturer narrative:
The anesthetic team at the hospital performed a comparison test on the gas analyzer using calibration gas and the test successfully passed. No fault was found. The anesthesia system was returned for clinical use without further issues. There are no logs and no additional information. The root-cause of the reported issue has not been established.

Event description:
Manufacturer's reference number (B)(4).

Event description:
It was reported that during patient treatment, the user noticed an abnormal large difference between measured concentrations of carbon dioxide (co2) in the respiratory gases. There was no patient harm. Manufacturer ref.#: (B)(4).